Event description:
The customer reported that the system was powering down in the middle of cases. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable and hv cable were evaluated and reseated. The fbb, gib and hv supply regulators were evaluated and reseated. The filaments were recalibrated. The system was tested and found to be working as intended and returned to service.